Manufacturer narrative:
(B)(4). On an unreported date, the patient was treated with fortaz (dose, frequency and route not reported) for peritonitis. A review of all batch record documents was performed for potentially associated lot number(s) gd894188 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional or relevant information becomes available, a supplemental report will be submitted.

Event description:
This is report 3 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics for the peritonitis. On a later date, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4).